Event description:
Patient was undergoing a right femoral central line placement. Three (3) arrow (latex-free) vessel catherization kits were used as the guidewire kept kinking while being advanced through the 20 gauge needle that comes with the kit. The physicians, after the 3rd try decided to use a larger bore needle and a bd safetyglide 18 gauge needle was used. As the guidewire was being removed from this last set up (bd 18 gauge with arrow guidewire) the guidewire broke. We estimate 2 -3 inches of the guidewire remain in the patient. Because of patient's condition, it is not going to be removed.